Event description:
The patient experienced increased baseline pain and went to the clinic for a dose increase. When the pump was interrogated, the pump showed a motor stall. No sources of emi were identified as a cause. The pump was updated, but the motor stall did not recover. A pump explant or replacement was being planned. The device system was used to deliver sufenta and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)